Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -9.0/+4.0/093 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vaulting, lens rotation and refractive surprise. The lens was exchanged for another same model but different diopter lens. The patient's post-op best-corrected visual acuity was 20/23.

Manufacturer narrative:
Conclusion code: (off-label use): patient acd was below 3.00 mm. (B)(4).

Manufacturer narrative:
The lens was returned dry in case/vial; surgical residue was clear; visual inspection found haptic broken; dimensional and functional inspections found within specifications. (B)(4).

Event description:
The problem was resolved after lens exchange.